Event description:
The company was informed that the patient reportedly experienced a sudden loss of lock between the external equipment and the implanted device. External equipment was exchanged. The issue was not resolved. The center will pursue device revision surgery.